Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic repair of bilateral inguinal hernia, when the device had just been removed from packaging, it was found to have the outer sheath of the balloon torn. A fresh piece was opened to proceed with the case. There was no patient injury.